Event description:
It was reported that within two days of implant, the right ventricular (rv) lead had a polarity switch, was not capturing in unipolar and the bipolar threshold had increased and was elevated. An x-ray was taken and the lead appeared to be in a stable position. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.